Event description:
1:30 am feeding tube became dislodged and new tube inserted and determined to be in stomach by ausculation. Respiratory status uncompromised. Formula feeding given continuously via pump. Approx 9 or 10 am, pt sat up in chair, began having respiratory wheezing. X-ray showed feeding tube pulled back to level of larynx. Aspiration of small amount of formula may have occurred. Pt underwent tracheal suctioning and was moved into ICU for observtion.